Event description:
The doctor (oral surgeon) indicated that the implant integrated normally, but the restorative dentist was unable to fully seat final abutments. The restorative dentist attempted to seat two abutments without success, the implant was deemed non-functional and was removed. Implant removed by trephine bur and the site was grafted for future procedure.

Manufacturer narrative:
Investigation results: 3i nioss511 implant was not returned 07/18/14 (discarded), therefore, complaint cannot be verified why restorative dentist was unable to fully seat final abutments. No conclusion can be drawn. Checked inventory and all 237 / nioss511 from this lot have been shipped and this is the only reported seating issues and the 8th reported incident to date. Other incidents were for loss / non-integration. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.